Manufacturer narrative:
(B)(4) for the required intervention of the x-ray during the event. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during surgery that a 4.0 mm cannulated screw was implanted into the patella of a patient. The threads on the 4.0 mm cannulated screw unraveled and was recognized by ap and on a lateral x-ray. The surgeon backed it out and a small portion remained in the patella. Surgical delay reported to be 2 minutes 30 seconds. Surgery was successful with no harm to the patient this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing evaluation details, the part was received bent at shaft/thread juncture. A 1 flute, broken off, has been supplied. The drive has been heavily damaged with driver marks on the hex walls and material displacements both at the circumference and upwards. The top of the head has marks near the drive. There is also an area of biomaterial that was left on the head which was removed by the evaluator. The bottom of the head has a light band of galling, consistent with use. Just past the transition/neck area there are two strips of small, uniform indentations (12 per side) that are diametrically opposed, consistent with an extraction. The remainder of the shaft is in good condition. The bend occurs at the start of the thread/shaft juncture. There is an opening at the minor diameter into the cannulation at this point and extending for two threads. The minor has been parted in the form of a spiral, much like a coiled spring, for its entire length. The major diameter has been impacted in several places. Two of three flutes are missing. Any meaningful thread or cannulation measurements cannot be performed in this area as a result of the type and extent of damage incurred. The damage is not related to any synthes manufacturing processes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.